Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessels were reported to have no calcification or tortuosity, and the iliac arteries were wide. It was reported that when deploying an aortic extender cuff, the physician experienced deployment difficulties. The device was removed, and then a new aortic extender cuff was implanted without issue. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: other (cause of event unk). Evaluation summary: the device has been received by medtronic, and the analysis has been completed. The complaint is inconclusive, as the stent graft was able to be deployed without difficulties or resistance.